Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 227, 265 and 296 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer stated she had just finished eating. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/25/2018 and open vial date is month of (B)(6) 2017. Customer stated she takes her blood test fasting and she tests six times a day. Customer stated she has not had any changes in her diet and exercise regimen. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with the results of 227, 265 and 296mg/dl in the meter's memory.